Event description:
On 1/26/99, the facility's materials manager informed the MFR's sales rep of the following: the catheter was being implanted when it was noted that the device was missing rings (silver rings for locking mechanism). As a result, the device was not implanted and a new device was taken the shelp for the pt. No further details were provided.